Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic electrosurgery procedure an unspecified incident occurred. However, the intended procedure was completed using the same set of equipment and the patient was reportedly doing fine. After the procedure, the patient was diagnosed with pneumothorax and required additional treatment but has recovered and discharged from hospital. No further information was provided but there were no reports of any malfunctions of any of the medical devices used.

Event description:
Olympus was informed that during an unspecified therapeutic electrosurgery procedure an unspecified incident occurred and a little bleeding was found. However, the intended procedure was completed using the same set of equipment and the patient was reportedly doing fine. After the procedure, the patient was diagnosed with pneumothorax and required additional treatment but has recovered and discharged from hospital. No further information was provided but there were no reports of any malfunctions of any of the medical devices used.

Manufacturer narrative:
Additional information: b5 - describe event or problem. Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation nor to any repair center. Therefore, the evaluation was performed exclusively on the basis of the available information. The customer reported an unspecified accident during procedure. It is assumed, that the reported pneumothorax was caused by this accident and is not caused by the suspect medical device. There were no reports of any malfunction of the hf generator. Therefore, it is assumed that the generator was in standard condition at the time used. However, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.